Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a signal artifact monitoring (sam) episode along with noise on both right atrial (ra) and right ventricular (rv) channels. This resulted in the minute ventilation (mv) feature being disabled. Technical services (ts) recommended to have the patient seen in clinic to investigate for potential lead integrity issue. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that the rv lead exhibited low out of range pacing impedance measurements, measuring less than 200 ohms.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a signal artifact monitoring (sam) episode along with noise on both right atrial (ra) and right ventricular (rv) channels. This resulted in the minute ventilation (mv) feature being disabled. Technical services (ts) recommended to have the patient seen in clinic to investigate for potential lead integrity issue. This device currently remains in service. No adverse patient effects were reported.